Event description:
It was originally reported that the patient's device was removed. The healthcare provider confirmed that the patient experienced a loss of response. The patient's device was reprogrammed with "equalization of impedances 1, 2, and 3 with loss of response." Despite opening the pocket, drying off the lead and reinserting, stim had "equalized" impedances. The patient's neurostimulator and lead were removed. No surgical complications were reported.

Manufacturer narrative:
Impedance issue.